Event description:
Per the patient, her cp1000 y battery charger allegedly overheated and melted whilst charging the external processor device. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.

Manufacturer narrative:
This report is submitted on jul 6, 2023.